Event description:
Reporting status: serious injury - permanent damage. Reporting rationale: myocardial infarction requiring medication intervention. Device issue: no device malfunction has been reported. It was reported, via a trial, that after stenting of the left anterior descending artery (lad), a diagonal branch was occluded. The pt developed chest pain and elevation in cardiac enzymes. The pt was treated with medication. No additional event or pt info is available.

Manufacturer narrative:
In this case, there was no reported product deficiency. Angina, occlusion, and myocardial infarction are known adverse events, as listed in the xience v instructions for use (IFU). Additionally, angina, elevated cardiac enzymes, occlusion, and myocardial infarction are listed in the risk assessment matrix as no-fault post-procedure complications. Although a conclusive cause for the reported pt effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to MFR, design, or labeling.